Manufacturer narrative:
Promus premier ous mr 38 x 3.00mm stent delivery system was returned for analysis. Visual examination of the stent found stent damage. Examination of the crimped stent identified that the proximal and middle region were lifted from their crimped positions and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement . The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were subjected to positive pressure. Visual and tactile examination of the hypotube and shaft polymer found no issues. An examination of the tip found no issues.

Event description:
Reportable based on device analysis completed on 23jul2021. It was reported that crossing difficulty occurred. The 90% stenosed target lesion was located in a moderately calcified and mildly tortuous left circumflex coronary artery and was predilated with balloon. A 38mm x 3.00mm promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.